Event description:
It was reported to boston scientific corporation on february 19, 2008 that a radial jaw hot single-use biopsy forceps was used during a colon polyp removal procedure performed the month prior (patient gender, age, and weight are unknown). According to the complainant, it was noticed that during the procedure the device "did not carry a current". The procedure was completed with another radial jaw hot single-use biopsy forceps device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Dimensional checks were performed on the returned device; each was found to be within manufacturing tolerance. An electrical resistance test did not reveal any anomalies. A visual examination did not identify any anomalies. The reported malfunction could not be confirmed. A review of the device history record (DHR) was performed; no anomalies were noted.